Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices not received by endologix.

Event description:
A physician had difficulty deploying a bifurcated stent during the initial implant of afx devices. The patient was reported to have a tortuous and calcified aortic anatomy. The placement of the delivery system and deployment of the main body of the bifurcated stent was completed as planned and without issue. When attempting to deploy the ipsilateral limb the physician indicated the stent cover for the ipsilateral limb was not completely removed. The physician attempted to remove the cover by pulling forcefully on the inner core of the introducer which caused the cover, inner core tip and part of the metal shaft to remain in the patient. The physician used a goose neck snare in an attempt to recover the pieces remaining in the patient. The physician was able to recover the pieces and observed the right contralateral limb of the main body had become dislodged from the force used to uncover the ipsilateral limb. The physician elected to balloon both of the main body limbs in addition to implanting a non-endologix bare metal stent in the right common iliac artery to prevent bending in the contralateral limb of the main body from the dislodgement. An angiogram taken at the end of the procedure showed the patient had thrombus like material in the left common iliac artery the physician believe the material could be a fragment from the inner core of the ipsilateral limb cover. The physician elected to implant an additional non-endologix bare metal stent into the left common iliac artery to lock the material in place and prevent it from moving.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the following were confirmed; disconnection of ipsilateral limb cover, difficult deployment, inner core separated-broken component/foreign body, kinked left limb portion of main body stent. The clinical assessment was based on adequate patient medical records, and no patient images. A nosecone and welded wire assembly from an afx1 device was returned for evaluation. The returned component retained a portion of the delivery system inner core. There was evidence of torsion on the delivery system and a broken bond. These observations confirm the reported event.